Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine customer inspection that cardiosave intra aortic balloon pump (iabp) had the helium leak. No patient involved.